Manufacturer narrative:
(B)(4). Refer to field for the results of the imaging evaluation. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2017, the patient presented with an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2018, a distal type I endoleak on the right common iliac artery was identified. A short seal zone and a too proximal deployment of the contralateral leg endoprosthesis are believed to be the reason for the endoleak. No aneurysm enlargement was reported. The distal type endoleak was successfully treated with the implantation of an additional contralateral leg endoprosthesis on (B)(6) 2018.